Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Event description:
The complainant had an impella cp placed to support an acute myocardial infarction patient. The pump was placed but there were issues with the limb and flow. The patient had no pulsatility and as such the flow was sluggish in the limb accessed by the pump. There were discussions to possibly escalate to the axillary impella 5.5 but this was not done. The pump also had signs of hemolysis. Volume was given. Nipride was started for afterload reduction. The pump was repositioned and ran at a lower p-level. The pump was weaned and explanted after 94 hours. The patient survived and the patients outcome is stable.

Manufacturer narrative:
The investigation for the limb ischemia and hemolysis has been completed. The clinical details state that the "pt was hemolyzing, urine red. Running at lower p-level and giving volume. Started on nipride last night for afterload reduction. Starting to show some signs of recovery." The data logs show that there was a trend in the motor current, placement signal and flows from the 14th -15th. Some suction seen on the 15th. There were no motor current spikes. Based on the clinical details and data log analysis, the root cause of the hemolysis is most likely due to the patients condition. The root cause of the limb ischemia could not be determined.